Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30019c, reader sn (B)(6)). Customer states she tested positive with a cue covid-19 test on (B)(6) 2023. Customer tested positive with the flow rapid test on (B)(6) 2023 as well as the lucira rapid antigen test on (B)(6) 2023. Customer was symptomatic and was exposed to husband, who had a confirmed case of covid-19.